Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging she got covid after using the device and half her body is paralyzed. The patient required medical intervention and was instructed by their doctor to discontinue use of the device. The device had not been used before being sent to the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging she got covid after using the device and half her body is paralyzed. The patient required medical intervention and was instructed by their doctor to discontinue use of the device. The device had not been used before being sent to the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.